Manufacturer narrative:
A steris service technician inspected the unit and found the door obstruction sensor to be operating properly. The technician found the unit to be operating properly and could not duplicate the reported event. The operator manual stated, "if an obstruction is present in the chamber door, do not attempt to remove the object. A door obstruction sensor detects the obstruction. Door automatically stops from closing and raises automatically." Steris informed the user facility that there is a proper procedure to be followed when an obstruction is present. The safety officer at the user facility was not aware of proper procedure and requested an electronic copy of the operator manual. Multiple attempts have been made to contact the safety officer to provide the operator manual; however, she will not respond. The steris account manager offered in-service on the proper use and operation of the reliance vision single chamber washer however, the user facility declined.

Event description:
The user facility reported that the door on the reliance vision single chamber washer closed on the operator's hand. The operator had loaded the washer and was in the process of closing the load side door when the door hit a bed pan. The bed pan was not completely in the washer. The operator proceeded to try and slide the bed pan out of the way. When the bed pan moved the door continued to come down causing the operator's hand to be caught between the door and door frame. The operator had a radiography taken of his right hand. The employee is following up with an orthopedic specialist. Multiple attempts have been made to obtain information on the status of the employee, however, the user facility will not respond. No procedural delays or cancellations were reported.